Event description:
Patient presented to the clinic after receiving a high voltage therapy. Upon interrogation, an alert displayed a possible output circuit damage. High voltage lead impedance reported out of range. The data suggested a damaged rv lead.

Manufacturer narrative:
A partial lead was returned. The damage found was sustained during the surgical procedure. Without the entire lead, complete evaluation cannot be performed.